Event description:
Pt was being moved from the table when the 4 monitor suspension fell landing on a cart and then fell forward striking the pt and table and then continued to fall to the floor. The pt was struck on the left arm incurring bruising and hematoma at the wrist and mid-forearm. X-ray's were taken and reported as negative.